Event description:
It was reported that the pump would not turn on. Customer¿s blood glucose (BG) level was displayed as "High", although a specific value was not given. The customer addressed their BG with a correction injection. During troubleshooting, it was discovered that the pump was new and the customer did not know how to take it out of storage mode, causing a delay in insulin therapy. Tandem Technical Support assisted the customer with turning the pump on and successfully resuming insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.